Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power slot interface and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had battery failure and got alarm message "unusable battery detected in bay #1&2 ". There was no patient involvement, and no adverse event reported.